Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. The keypad was found to be fully intact with no peeling observed. All buttons responded normally to presses. The pump passed a delivery accuracy test and was found to be delivering within specifications. The keypad was removed and no contamination was found under the key contacts. No button contact defects observed. Unrelated to the complaint, the display screen was found to have a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were over responsive to button presses resulting in over delivery of insulin and a blood glucose down to 3 mmol/l with headache. The reporter indicated self-treating for the blood glucose levels with oral carbohydrate. During a review of the pump, the reporter indicated that the pump keypad was peeling. This report is made based on the allegation that the patient experienced hypoglycemia related to an over responsive pump keypad.